Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer recognizes device 8015 (s/n (B)(4), will not power up. Case resolution: customer recognizes device 8015 (s/n (B)(4), will not power up. ¿ explained problematic issue for device not powering on. ¿ customer tested by replacing battery from known working device. ¿ still did not power on the pcu. ¿ informed customer to change the logic and/or power supply board to isolate problem fault. ¿ customer given part numbers for replacement parts. ¿ customer to call back for assistance if any further issues and/or concerns need addressing. ¿ end call.